Event description:
The customer reported the sys displayed an ma on in error message. This could cause the sys to shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the generator interface board, reloaded configuration files, and performed a generator calibration. The sys operates as intended.